Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, sepsis, and subsequently passed away. The cause of the peritonitis and sepsis was not reported. On an unreported date, the patient was hospitalized for the peritonitis and sepsis. Treatment was not reported. Subsequently, the patient passed away. The cause of death was not reported. It was not reported if the patient recovered from the peritonitis and sepsis prior to death. It was not reported if an autopsy was performed. Action taken with pd therapy was not reported. No additional information is available.